Event description:
During an initial leadless pacemaker implant, difficulties passing the patient's tricuspid valve replacement system were encountered with the delivery catheter. After successful entry into the right ventricle, a perforation was diagnosed as the patient experienced a loss of hemodynamic stability. Pericardial drainage and cardiopulmonary resuscitation were attempted, however, the patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.